Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be field. No conclusions can be made at this time.

Event description:
It was reported that the pt fell unconscious due to low blood glucose levels and was subsequently hospitalized.